Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001. During the site visit by the field service engineer (fse) the analyzer was inspected and discovered that no evidence of fire or charred component, however, the reagent loader y motor cable (part number a-35005849-01) was determined the likely cause for the issue due to a loose cable connection. The reagent loader y motor cable (part number a-35005849-01) was replaced was determined the likely cause for issue, which resolved the issue. There was no fire or smoke was seen nor any damage to the instrument. There was no injury to personnel reported. A review of the service history for the alinity c (B)(6) processing module revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity c processing module or the reagent loader y motor cable (part number a-35005849-01). The alinity c service documentation contained adequate information for troubleshooting the part. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical spark observed was limited to reagent loader y motor cable (part number a-35005849-01); the electrical spark did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the reagent loader y motor cable (part number a-35005849-01) or the alinity c processing module, serial number (B)(6) was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated initial reporter postal code = (B)(6).

Event description:
The customer observed spark from wire connected to reagent manager cable connector to alinity c processing module after cycled power to analyzer due to error message 5016-c709 reagent manager horizontal error during homing errors. The customer determine was loose cable to y-motor. There was no patient involvement and no harm to user reported.